Event description:
Reportedly, the device displayed continuous motion alarms in pt use and analysis of pt rhythm could not be completed as a result.

Manufacturer narrative:
The local factory service representative observed an intermittent failure of the device pt connector cable assembly. The cable was replaced, proper device operation observed through full performance and functional testing, and the device returned to the facility for use. A factory evaluation of replaced assembly could not confirm the discrepant observation made by the service representative. The facility did replace the reported device defibrillation cable following the reported event. The facility, when contacted approximately 2 months after the reported device was returned to use, has observed proper device operation subsequent to the reported event and indicated satisfaction with current device performance. Expcepts as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.